Manufacturer narrative:
The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she changed the battery 3 times this morning. Customer's blood glucose was 171 mg/dl at the time of the incident. Customer experienced a low battery alert and changed the battery. Customer stated that the screen is currently blank. Customer has experienced this issue once before and is not able to recall the alert. Troubleshooting was performed and the customer inserted a new battery. Customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.